Event description:
The report indicated that, within a six hour period of wearing the pod, the customer experienced continuously high bg's (333-greater than 500mg/dl). An alarm was initiated by the pod, at which point it was removed and replaced. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.